Manufacturer narrative:
The company service representative evaluated the unit and confirmed the electrical failure code #58. He replaced the drive manifold assembly (part number 0104-00-0018). Performed full calibration, functional testing and safety check to meet the factory specifications. The iabp was in good operational conditions and was released to the customer. The drive manifold assembly replaced was requested to be sent to the manufacturing facility at (B)(4) for evaluation. A supplemental medwatch will be submitted when add'l info becomes available. (B)(4).

Event description:
During a preventive maintenance, the company representative observed that the iabp generated an "electrical test failure code # 58" (power-up vent test failed). No patient was involved.